Event description:
It was reported that the customer received an occlusion alarm and a cartridge alarm during bolus delivery. System check with tandem technical support indicated that the cartridge should be changed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.